Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. The evaluation found that the motor would intermittently seize, which is a known contributor to the reported symptom. The failed motor assembly were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no patient involvement.